Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. The company rep reported that the patient was in the hospital unrelated to the pump and had an magnetic resonance imaging (MRI) and the pump had not yet been read since the MRI on (B)(6) 2025. The company rep read the pump and it showed a motor stall. He read the pump again about 5-10 min later and it was still showing a stall. Agent reviewed it can take up to 20 min for the recovery to show up. He then read the pump about an hour later and it showed a recovery. Explained that would confirm it was in telemetry mode and was not stopped for the duration shown on the programmer. The company rep stated managing healthcare provider (hcp) wanted pump put into minimum rate mode and potentially would replace it. Agent explained if the pump was not read after the MRI this would be a common scenario and would not indicate any problem with the pump.